Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/04/2012 to present date 10/05/2020,and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received an error code 210.6040. There was no patient involvement.